Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the infusion set tubing came away from the luer section of the infusion set. Caller was not aware of when it could have come apart; changed the infusion set. No adverse event reported. Requested return of the alleged device for evaluation.